Event description:
Report is for patient 1 of 3: a 5.0 inr with protime system vs. A 3.9 inr with unspecified lab system. Patient therapeutic inr range: not given. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted, based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.